Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving fentanyl, ketamine, marcaine and dilaudid via an implantable infusion pump. It was reported that the pump ran empty and the hcp was concerned that damage was caused to the internal pump tubing. The off password was provided and the hcp wanted to replace the device.